Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed, and the pump performed as intended. The customer¿s blood glucose (bg) level was "high" on the continuous glucose monitor. A supply change was performed to address bg, and resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.